Manufacturer narrative:
A field service engineer (fse) went on-site and found that the rinse block waste line was clogged. Fse replaced the rinse block assembly and the leak was resolved. The repair was verified per established procedures. The cause of the leak was that the rinse block waste line was clogged. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the probe of their coulter act diff analyzer. The volume of the leak was a few drops and was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, goggles and gloves at the time of the incident. No injury or exposure was reported and no patient samples or results were affected.